Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 270 mg/dl and a bolus via the pump was delivered to address the bg level. The customer reported that the high bg occurred while entering the pump settings. The customer successfully resumed insulin delivery.